Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. During the receipt inspection for repair service at (B)(4), following abnormity were also confirmed; scratch on the distal end. Chip of the bending section rubber adhesive. Damage of the elevator control lever. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service center found that the screw, which fixed the forceps elevator to the rotary shaft at the backside of the elevator, was missing during a receipt inspection for repair service at olympus (B)(4). The forceps elevator was repaired and exchanged by olympus on january 2019. Other detailed information was not provided. There was no report of patient injury associated with the event.